Event description:
The insertion of the electrode array through the round windows caused difficulties at the initial surgery, resulting in the buckling of the electrode in the basal region. On (B)(6) 2024, the electrode array was re-inserted through a newly drilled cochleostomy.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field electrode insertion during implantation surgery was difficult causing a basal fold over of the electrode array. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The insertion of the electrode array through the round windows caused difficulties at the initial surgery, resulting in the buckling of the electrode in the basal region. On (B)(6) 2024, the electrode array was re-inserted through a newly drilled cochleostomy.